Event description:
It was reported, that the flushing pump foot switch had air leakage. The issue was found during preparation for use for a diagnostic colonoscopy procedure and it was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation and was inspected on-site. Based on the results of the investigation, it is likely that the following led to the malfunction: the most likely cause was due to the performance of a consumable deteriorated as the number of usages increase. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the flushing pump foot switch had air leakage. The issue was found during preparation for use for a diagnostic colonoscopy procedure and it was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 facility address:no.(B)(6) the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.